Event description:
It was reported that the device went into hardware vvi reset upon interrogation. The device could not be restored once in this state. The patient has been lost to follow-up. The device was removed and replaced.

Manufacturer narrative:
Upon receipt, the device was found in bvvi reset mode. Data from the field indicates the patient was lost to follow-up. Analysis revealed the device reached end of life in 2009, after being implanted for 31 months. In '09, the device reset due to low loaded battery voltage. The root cause of the device reset was battery depletion. Based on longevity calculation the battery voltage was lower than expected. The battery was replaced during testing. No anomalies were found.